Event description:
Pt in ICU being monitored & observed following ventricular standstill. Prepped for insertion of temporary pacemaker. During insertion of pacemaker, could not visualize a pacer spike or obtain capture. Pacing catheter removed & new catheter inserted. New demand pulse generator was also obtained & used. Procedure completed without further problems.